Event description:
The company representative spoke with the customer, who reported she had received no delivery alarms on the insulin pump, that were resolved. Customer also reportedly experienced low blood glucose of 37 mg/dl and pain in her chest, requiring medical attention. Customer refused to be transferred for troubleshooting and further documentation.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.